Manufacturer narrative:
(B)(4).

Event description:
The attorney alleges a second pump was implanted "in an effort to treat and cure the infection" (see manufacturer's report #3004209178-2009-02787). There were allegedly subsequent debridement surgeries performed until this the second pump was also removed. The plaintiff alleges the pump had not been properly sterilized.